Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a hardware failure was confirmed. The root cause was determined to be a defective receiver battery. Based on the investigation results this issue has been upgraded from non-reportable to reportable.